Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The father also reported the customer received no delivery alarms. The father stated the alarm persisted over the last five days. The father called back to report the no delivery alarms were resolved by an infusion set change. Customer's blood glucose was 420 mg/dl at the time of incident. Customer's blood glucose was treated with a syringe and site change. The father declined to return the insulin pump for analysis.